Event description:
Incident as reported: unknown - "it was reported that during a da vinci s surgical procedure, after installation of an instrument, a "black piece" fell from the cannula into the patient. The "black piece" was retrieved and replaced with a cannula seal accessory of the same type."

Manufacturer narrative:
Disposition of product return has not been confirmed. An evaluation will be conducted upon the return of device. More information will be provided when it is available.